Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
An ivtm therapy was initiated for a post-cardiac arrest patient using thermogard xp ivtm system (sn (B)(6)). During the rewarming phase, the thermogard system displayed mid:05 (post ext ram) error message, and the system would not work. The patient's treatment was continued and completed using innercool stx. No consequences or impacts on the patient.

Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(6)displayed mid:05 (post ext ram) error message, and the system would not work" was confirmed based on the event log data review and internal inspection during the functional testing. The root cause of the customer's reported complaint was burnt p-j21 connectors from the power supply to pic-16. The most probable root cause of the burnt connector was moisture diffusing into the system and vibration during use, causing contact arcing. The thermogard system was manufactured in 2016 and is almost seven years old. Upon visual inspection, unrelated to the reported complaint, a crack on the assembly top lid next to the air trap holder, worn our white guide rollers and cold well gaskets, and an aged display head battery were noted. The observed physical damages were likely attributed to user mishandling or the device's aging, and the aged battery was likely attributed to the device's aging. The damaged parts and the display head battery needs to be replaced. The event log review indicated multiple mid:05 error messages, thus, confirming the reported complaint. In addition, unrelated to the reported complaint, further review of the event log showed mid:14 (bg power supply), mid:16 (software), tcmid:05 (coolant diff failure), tcmid:06 (ce post failure), and tcmid:07 (coolant temp high). The cause for all these error messages is burnt connectors. The thermogard system passed the preliminary functional testing. Upon further testing, a burnt and melted p-j21 connector from the power supply to pic-16 has created a non-voltage supply constantly to pic-16 and ce (cooling engine). Thus, confirming the reported complaint. The wire harness assembly pic-16 needs to be replaced to address the customer's reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard xp ivtm system with sn (B)(6).